Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report that the pump¿s prime history did not record records of some primes. There was no report of any patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.